Event description:
It has been reported to philips that the system has intermittent video issues. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has intermittent video issues. Upon functional testing, fse found that the issue with the digital visual interface (dvi) splitter. The philips engineer has replaced the dvi splitter. After replacement of dvi splitter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.